Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the error was not reproduced. Although the error was not duplicated during inspection, the evaluation confirmed a leak. Therefore, it is likely water invaded the scope connector while the user was handling the device, which led to a failure in the image sensor unit, and resulted in the displayed error message (e315) temporarily. The event can be prevented by following the instructions for use (IFU) which state: "-if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. -when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ¿ if the distal end of an endotherapy accessory is not visible in the endoscopic image,do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported to olympus that during inspection prior to an unknown diagnostic procedure, the evis lucera elite colonovideoscope produced an error 315 scope error. The error was resolved by replacing the scope. The procedure was completed without any delay or further impact. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The product was returned and inspected by repair center. The evaluation was not able to confirm the allegation. The inspection revealed that the channel was buckled and deformed, the angle wires were stretched, and the angulation wire was damaged and stretched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.